Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7075323.

Event description:
It was reported that the patient was experiencing right sided neck pain. X-ray was taken and the physician noted that the lead needs to be pulled back. No device malfunction suspected. The patient underwent a lead revision procedure and was doing well postoperatively. The device remained implanted.